Event description:
It was reported that after completing a procedure for a proximal humerus fracture, the 1.6mm kirschner wire guide wire broke off in the hole of the insertion guide. No patient involvement. The guide wire was discarded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a product development event evaluation and the wire was broken off in the proximal hole. There was evidence, however, that the wire was bent (not aligned with the hole) as it was inserted, which resulted in the breakage. The design is proven and there is no indication of a design or manufacturing related issue with the returned device. This complaint is invalid from a design standpoint.

Event description:
This is report 1 of 1 for this complaint (B)(4).